Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer experienced hyperglycemia after placing a new infusion set and later changed the cartridge and tubing with guidance, while noting that a manual subcutaneous insulin injection earlier did not reduce blood glucose; the highest reported glucose was 387 mg/dl, and a contact detach 23 inch 6 mm set with a specified lot was in use. Symptoms included hyperglycemia without reported ketones or acute complications. Outcomes included no medical intervention, no hospitalization, and self-management with back-up insulin therapy. Investigation included troubleshooting and user education on supply change and infusion setup. Investigation of this case revealed no confirmed device malfunction and an unclear cause of hyperglycemia, with potential infusion-related issues not verified. It was concluded, based on previously established findings for similar reports, that the cause was unclear.